Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a pacemaker dependent patient experienced asystole and lost consciousness during an episode of atrial noise reversion. Review of egms showed that hv lead impedance measurement pulses were being oversensed by the atrial lead, which caused the noise reversion episodes. Programming changes were suggested and the device remains implanted. No further information is available.